Event description:
Caller reported potential false positive troponin I (tni) result on triage cardio profiler test compared to beckman coulter dxi. Pt drawn at 12pm on (B)(6) 2009 into edta tube. Wb run on profiler. Same testing device then repeated on second meter. Same edta specimen then re-run on profiler at 3:39pm. Heparin pt drawn at 3:05pm on (B)(6) 2009 run on beckman coulter dxi 800. Note: the ! Included in the data below is for int. Qc! Error on triage test.

Manufacturer narrative:
Investigation pending.